Manufacturer narrative:
We are in a process of gathering detailed information about the reported incident. The affected sling has been sent to the manufacturer for further evaluation. The conclusions will be provided upon the manufacturer's investigation completion.

Manufacturer narrative:
On the 2018-nov-29 arjo representative has been informed about incident involving toilet clip sling and maxi move passive floor lift in the (B)(6) care home in (B)(6). It was reported that during patient transfer from the bed the stitching of the leg strap tore and become detached. As a consequence of the event, the patient fell back on the bed. The caregiver was trying to catch the patient to prevent fall. As a result, caregiver sustained a lower back injury. The patient did not sustain any injuries. The hospitalization was required. The caregiver received pain killers as a treatment after examination at (B)(6) hospital. The employee returned to work after one week of sick leave. After the event device was tested by arjo service technician. The lift visual inspection showed that the lift was in a generally good condition. The sling evaluation confirmed that belt detached from the sling body. Moreover, sling visual inspection showed that the clip was bent. The defective sling was returned to the manufacture for further evaluation. The test results showed that the root cause might be related to the combination of the usage and the resistance of the thread. The IFU (04.st.00-int1_2) for toilet slings includes information (in section "cleaning and disinfection" ) how properly wash sling and which chemicals should not be used. Also, there is a warning: "warning to avoid material damage and injury, clean and disinfect according to this IFU. No other chemicals are allowed. Never clean with chlorine. Chlorine will deteriorate the surface of the material." Also, it should be taken into consideration that according to the toilet sling manufacturing specification and information provided on the label, the sling should be able to withstand the weight of 272 kg. Please note that the patient weight was only 88 kg, so the recommended limit was not exceeded. Unfortunately, there is no information on how the sling was washed by the facility please note, if the clips are properly attached to the device spreader bar and caregivers follow all recommendations and procedures provided in instructions for use, the risk of serious injuries and hazard situations is low. To conclude, the system passive floor lift and clip sling was used for the patient's care. There was no malfunction found with the lift, however, the stitching of the sling was torn and right clip detached from the lift spreader bar and from that perspective the system did not meet the manufacturer's specification. We decided to report this event due to the indication that the patient fall.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652) additional information will be provided following the conclusion of the investigation.

Event description:
Whilst hoisting patient, the stitching on one clip of the sling came away, resulting in the patient falling back onto bed. Caregiver tried to catch patient as she was caught up in the remaining sling mountings. Caregiver states he checked sling before use.

Manufacturer narrative:
We are in a process of gathering detailed information about the reported incident. The affected sling is being evaluated by the manufacturer. The conclusions will be provided upon the manufacturer's investigation completion.